Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was damaged and there was a severed wire inside the receptacle. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged receptacle and wire. Root cause investigation is ongoing under an existing internal corrective action. No adverse event resulted from the damaged connector and wire.

Event description:
A us contacted zoll to report that a patient's device produced service code 204.